Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. The result was reported to the physician(s), who questioned the result. The sample was repeated once on the same analyzer and twice on an alternate atellica im 1600 analyzer. The first result from the alternate atellica im 1600 analyzer of 10.33 ng/l was reported to the physician(s), as the correct result. The customer stated that the patient was hospitalized; the reason for hospitalization is unknown. There were no adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on a atellica im 1600 analyzer. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00013 with the FDA on 23-jan-2024. Additional information (02-feb-2024): the patient was hospitalized due to the falsely elevated high-sensitivity troponin I (tnih) result. The patient did not undergo any unnecessary procedures. Additionally, the patient¿s chemotherapy was delayed from (B)(6) 2024 to (B)(6) 2024. However, there was no reports of impact on the patient¿s state of health due to the delay. Siemens reviewed the instrument files and found no evidence of a hardware issue impacting the delivery of tnih reagents. Quality controls were within ranges and no other samples were affected. Siemens determined that sample integrity issues potentially contributed to the falsely elevated tnih result. The investigation findings code was updated in section h6 to reflect the evaluation conclusion. The instrument is performing according to specifications. No further evaluation of this device is required.